Event description:
It was reported that during testing by the manufacturer field service technician at the user facility the power cord had exposed copper wires. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during testing by the manufacturer field service technician at the user facility, the power cord had exposed copper wires. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported exposed copper wires of the power cord was confirmed by a manufacturer field repair technician. This can occur due to the cord being exposed to rough surfaces, sharp edges or corners.